Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l92p7w. Additional information was requested and the following was obtained: how was device "messing up": it won¿t clip; did device not feed clips: yes; did clips sideways feed: no; did clips slow feed: no; did clips drop or eject from device unformed: no; did evice not fire clips (jam): yes; did device fire malformed clips: no; did device fire scissored clips: n/a; did the device fire scissored clips: n/a; did clips fall off of vessel after applied: n/a the analysis results found that the er320 device was returned with a malformed clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining c13 lips as intended. No conclusion could be reached as to why may have caused the reported incident. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Event description:
It was reported that during a laparoscopic cholecystecomy procedure, the device was "messing up." The case was completed with another device of the same product code. There were no patient consequences reported.